Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000125. Product ID: bi71000126. Product ID: bi30000148. Product ID: bi71000477. Product ID: bi71000478. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system was making clicking noises and was unable to expose. Site rebooted a few times with no effect. After removing the system from the or, site was able to expose once but then the issue reoccurred. This issue occurred intra operatively and no additional information was provided.

Manufacturer narrative:
H2, h3, h6: the case parts bi71000736 (battery), bi71000525 (charger 1), and bi71000526 (charger 2) were returned for evaluation. It was reported that no failures were found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000736, lot/serial #: unknown ; product ID: bi71000525, lot/serial #: unknown ; product ID: bi71000526, lot/serial #: unknown ; product ID: bi71000937, lot/serial #: unknown h3) the manufacturer representative went to the site to test the imaging system. The system would not expose. Found generator error 33. The batteries were extremely corroded causing them to not output their expected voltage. They replaced all x-ray batteries and both charger boards. Passed all testing. Ready for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.